Manufacturer narrative:
.

Event description:
The customer reported an oil mist coming from their unit. The customer denied reports of physical symptoms related to the complaint. The asp field service engineer repaired the unit.